Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial flutter (afl) procedure with a smart touch unidirectional catheter. There was a low temperature error displayed on the stockert generator. Therefore, the system stopped the ablation. The generator was set to power control mode at 50 degrees celsius and power at 30 watts. The values at the time of this issue were temperature 22 and impedance 192. There was also preferential flow to one side of electrode. The catheter cable was replaced and the issue remained. The catheter was replaced and it was noticed that there was a coating over the electrode which the material looked like plastic or glue. No resistance was noted on insertion or removal of the catheter. The st. Jude agilis sheath was used. Heparin was used. The replacement of the catheter resolved the issue. The procedure was completed with no patient consequence. The returned device was visually inspected and off white foreign material was found rounding the dome. Therefore, a fourier transforms infrared spectroscopy test (ft-ir) was performed in order to identify the type of foreign material; the results demonstrated that the material had a biological nature, associated to human tissue. The catheter ods were measured and all were found within specifications. Per the event, the catheter was tested for electrical performance, temperature response and generator compatibility and it was found within specifications. In addition, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding foreign material has been confirmed. However the root cause of the foreign material remains unknown since the catheter was found within specifications.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. The foreign material initially reported was found on the catheter sensor tip dome. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a smart touch unidirectional catheter. There was a low temperature error displayed on the stockert generator. Therefore, the system stopped the ablation. The generator was set to power control mode at 50 degrees celsius and power at 30 watts. The values at the time of this issue were temperature 22 and impedance 192. There was also preferential flow to one side of electrode. The catheter cable was replaced and the issue remained. The catheter was replaced and it was noticed that there was a coating over the electrode which the material looked like plastic or glue. No resistance was noted on insertion or removal of the catheter. The st. Jude agilis sheath was used. Heparin was used. The replacement of the catheter resolved the issue. The procedure was completed with no patient consequence. The low temperature error being displayed was assessed as not reportable as the generator will stop delivering radiofrequency. Therefore the most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The reported issue of the preferential flow to one side of the electrode (irrigation inadequate), was also assessed as not reportable as intermittent or low irrigation is highly detectable by the physician. The potential that it could cause or contribute to a death or serious deterioration in state of health was remote. The reported issue of the coating over the electrode was assessed as a reportable malfunction as this foreign material was within the usable length of the catheter and can cause embolism.